Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received missing the end cap sticker and had minor scratches on the display window and a cracked case at the display window corners.

Event description:
The customer reported that he received a button error on the insulin pump. Customer's blood glucose was 98 mg/dl during the incident. Customer stated that there was no moisture exposure and the pump did not drop or fall. Customer stated that he has a back-up plan of manual injections. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.